Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that the pump had malfunctioned and was explanted. The patient was anesthetized with general endotracheal anesthesia. The abdomen was prepped and draped in the usual routine fashion. This included tefla tape and antibiotic ointment. The skin and subcutaneous tissues were infiltrated with 0.25% marcaine with epinephrine. The skin was incised. Dissection was carried down to the pump pocket. The old pump was explanted and separated from the proximal catheter. A new 40 ml pump filled with 20 ml of dilaudid in a concentration of 5 mg/ml was attached to the proximal catheter and reimplanted in the pump pocket. The wound was then closed in layers in the usual fashion. The pump was then programmed to deliver the patient's usual medication at a rate of 0.3622 mg per day. The date of the surgery was (B)(6) 2008, however the date of the malfunction was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.